Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that during a diagnostic procedure, error code e103 was displayed for the visera elite xenon light source. It was further reported the spare light was an orange, dim light and was not able to white balance. As reported, there was no patient harm or impact to patient care due to this event.

Manufacturer narrative:
The device evaluation has been completed. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, the user¿s complaint of error 103 message, and spare light an orange, dim light and not able to white balance is confirmed. Olympus lamp over 500 hours intermittently failing to ignite and light output is below specifications. In addition, worn out scope socket causing intermittent use of high intensity mode. The xenon lamp has run out due to life or accidental failure, the emergency light (halogen lamp) has turned on, and an e103 fault has occurred. The amount of light was insufficient because the emergency light was on. The emergency light automatically switches when the xenon lamp fails during use to ensure the brightness required to pull the scope out of the patient. The light is considerably darker than the xenon lamp and the color is orange. Emergency lights are an orange, dim light, and the white balance cannot be adjusted for them. Even though the emergency light will not be white balanced, it is assumed that the white balance failed because the color of the light differs considerably between xenon lamp and halogen lamp and the correctable range correction for xenon lamp was exceeded. It has been more than five years since the delivery of the said device, and it is assumed that the scope socket has been worn by repeated use.